Event description:
The customer reported that during use by surgeon, the device handle was sticking. The handle failed and would not open. It is unknown if the device was on tissue at the time it would not open. There was no patient injury. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.